Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine pulse generator changeout on (B)(6) 2018. During testing, the pacemaker and left ventricular lead exhibited high pacing impedance. It is unknown whether the device or lead caused the high impedance. Programming changes were made and the patient would continue to be monitored. The patient was stable throughout the procedure.